Manufacturer narrative:
The reported adc freestyle libre sensor result of 289 mg/dl is not inconsistent with a diagnosis of dka and the need to decrease the customer¿s blood glucose level. This is an initial final report. This issue does not meet reportability criteria, however it is being reported to the FDA as the complaint was received via a medwatch report. If product is returned this case will be re-opened, an investigation will be conducted, and a follow up report will be submitted after all investigation activities are complete. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event all pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report from the FDA which reported the following information: a customer¿s parent reported customer performed a scan using her adc freestyle libre sensor and received a reading of 289 mg/dl. At the time when the scan was performed, customer was feeling ¿ill with unusual symptoms¿ including ¿shallow, rapidly beating heart rate and nausea¿. Customer performed a comparison test using a competitor¿s meter and received a reading of ¿600+mg/dl¿ so she self-administered an unspecified amount of humalog insulin. She then performed a urine ketone test with ¿large¿ results and subsequently vomited. Customer self-presented to an emergency room, where she was diagnosed with dka (diabetes ketoacidosis), admitted to the ICU and treated with unspecified ¿fluids and treatment¿. There was no report of death or permanent injury associated with this event.